Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on an unspecified date to prevent blood clots. Several prongs of the ivc filter have perforated patients' ivc. One strut perforates the periosteum of the l3 vertebral body and another extends to the edge of the l3 vertebral body. Patient is alleging vena cava/organ perforation and perforation abutting another organ. The patient further alleges anxiety and worry. Report from CT (computed tomography): "caval perforation: yes. 7 o'clock 6.60 mm grade 4 extending to the periosteum of the l3 vertebral body. 4 o'clock 7.10 mm grade 3 extending to the edge of the l3 vertebral body. 2 o'clock 4.90 mm grade 2. Tilt: no. Migration: none."

Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2022-00127. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.